Manufacturer narrative:
(B)(4). The reported complaint of iab blood in helium pathway is confirmed based on the pictures provided with the complaint report. The pictures show that blood is confirmed present within the iabc helium pathway. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in helium pathway. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "iabp was placed around 17:00, and blood was found to be present in the trachea at around 24:00, with a rupture of the balloon membrane. After repeated attempts to withdraw it could not be removed, and then transferred to the catheterization room, after several attempts under fluoroscopy still could not be removed, and then surgical incision was performed to remove it, the balloon could not be retained after surgical maneuvering" the patient's current condition is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "iabp was placed around 17:00, and blood was found to be present in the trachea at around 24:00, with a rupture of the balloon membrane. After repeated attempts to withdraw it could not be removed, and then transferred to the catheterization room, after several attempts under fluoroscopy still could not be removed, and then surgical incision was performed to remove it, the balloon could not be retained after surgical maneuvering" the patient's current condition is unknown.